Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen froze and a white rectangle appeared on half the screen. After resetting, a malfunction alarm occurred. Customer's blood glucose level was 255 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.